Event description:
Respiratory rate changed and "enter" key wasdepressed. At that second the display panel went blank. The ventilator continued to operate otherwise properly. Patient was disconnected from ventilator and ventilator was change out. No untoward side effects to patient were noted. Physician present with nurse and rcp.